Event description:
A medtronic representative reported that the position sensor unit (psu) on a treon navigation system had poor signal status with short recognition. This event was reported outside the operating room with no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2013, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. During functional testing the psu returned high geometry for both passive and active instruments. The high geometry increased toward the back of the volume. Too few markers were identified to run the accuracy assessment kit (aak) test. The psu was out of calibration. The part was replaced to resolve the issue.